Event description:
In 2004, the exam of the returned graft sample found that its textile appears consistent with the textile of microvel double velour knitted grafts made by boston scientific. Also on the same day, co has rec'd the following add'l info: the explant procedure date was 2003. The initial implant was for an aorto-bifemoral bypass for arterial occlusive disease. The above info has now been updated in the internal database. The exact initial implant date is unk and is being approximated as 1995 for reporting purposes only.

Event description:
The doctor claims that the graft was initially implanted in 1995. On or before 2004, during a right femoral pseudo-aneurysm procedure, the graft was found to have a hole in it. No infection was reported. The doctor placed a "jump graft." The procedure outcome was successful. The patient's condition is reported as stable. Note: the procedure date is unknown at this time as has been approx for reporting purposes only.